Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coated portion was torn. The cutting wire was exposed by the tear. The exposed wire came in contact with the endoscope. The device was energized with high-frequency current while the exposed part of wire was in contact with the endoscope. The energization caused an electric discharge, resulting in break of the cutting wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use 3-lumen sphincterotome v exhibited wire broken and the proximal end and damaged coated portion. There was no patient involvement.